Event description:
Pt was injected under the eyes and frown lines. Three - four weeks after the injections the pt had facial swelling and multiple abscesses. Approx 6 weeks after the injections the pt was hospitalized due to facial swelling and multiple abscesses. Pt had steroid injections and several rounds of antibiotics. Cat scan indicated no infection and hyaluronidase was also given. Pt update on (B)(6) 2010, the patient's dermatologist prescribed singular for her facial swelling and the pt swelling improved and the pt is fully resolved.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.